Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the data file was provided. Review of the provided data file was unable to confirm a no power up condition; however, there are occurrences of battery below threshold messages eventually followed by a battery dead message. The log shows that it has been going through rtc beep mode repeatedly since 2017 due to self-test transmission failures and that the device's wi-fi may not be properly set up. In areas with low wi-fi signal strength and/or complex wi-fi authentication protocols, battery standby life wil be shorter. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.